Event description:
Clinician sustained a needlestick while using the device. The clinician though the device had been locked, and sustained the needlestick while picking up the device after it had been set aside.